Event description:
The pt had shortness of breath and blurred vision while in pe class at school. The pt was sent to the nurse to have their blood glucose checked. The suspect device was used to check their glucose and a result of 108 mg/dl was obtained. They called the pt's family member and were told to call emt's because of their symptoms. When the emts arrived, they checked the pt's glucose at 495 mg/dl. They were taken to the hosp and their glucose was 395 mg/dl on a hosp meter. The pt was given insulin and an IV, then kept for observation. Controls were not used on the system. The suspect device was replace with new product and then authorized for return to the MFR for eval.